Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly doing well with the device and will not be explanted. The recipient's device remains implanted. A review of the device history record revealed no anomalies. This is the final report.

Event description:
The recipient reportedly experienced multiple episodes of adverse reaction when using the device. Device testing was performed and produced abnormal results. Advanced bionics is currently in the process of obtaining add'l info. When add'l info is received, a supplemental report will be submitted.